Event description:
Breast implants - saline, one allergan natrelle and one mcghan breast implant. It¿s been a long journey and it wasn't until this year, my doctors once I told them I had implants that we all made the connection that they had to go. I got them in 2008. Because they are foreign objects and made of over 50 toxins our bodies (no matter the type) (I had saline, allergan natrelle although once I had surgery my doctor removed one allergan and one mcghan implant ¿ I had two different brands in me). They end up creating a scar tissue or ¿capsule¿ around the implant to try and protect our body from the foreign object, causing our immune systems to be in constant overdrive. For me my first symptom I noticed, which happened one year after implanting, was food intolerances. I no longer could eat whey, casein, eggs, or yeast. I, of course, did not connect that to my implants until now. The next symptom was fatigue, then weight gain. I had always been around (B)(6) even after having each one of my children, I always lost the weight. After my third child I got implants and then the weight started to stack on. Even running marathons, I couldn't lose the weight. Next symptoms slowly appeared there after over almost 11 years: eye sight deteriorated, red inflamed skin, skin itchiness, heart palpitations, constantly sick, flu like symptoms, on and off. Mild fevers for no reason. This year: severe infection that was antibiotic resistant. My hands and feet get severely cold and numb. High fevers 105+, severe joint pain - debilitating unable to walk, hair loss, weight gain, fatigue, heart palpitations, severe weakness. I¿m sure I¿m leaving off something else. Labs: high levels of ige - my body was in severe histamine response to something. High levels of strep in my body - antistreptolysin, positive ana - my body was attacking itself, positive rnp - points to mixed connective tissue disease - which is an autoimmune disease from some recent studies exposure to toluene which is an ingredient in the lining of the silicone shell of implants. High levels of c-reactive protein, points to both infection and inflammation. Hospitalized for one month due to chronic infections. Since removing, my labs have improved greatly, and my infection is responding to antibiotics. My doctors believe, based on previous patients, that they have now removed implants that I will make a full recovery. However, it will take a lot of time. Leaky gut, vitamin b deficient, vitamin d deficient.